Manufacturer narrative:
The field service engineer (fse) was not onsite but contacted the customer via telephone. The customer removed the loose pads from the instrument and the test strips were replaced with a new set of vials. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported that she found 3 loose pads in the strip provider module, 2 loose pads in the strip conveyor system and 2 loose pads in the waste of their ichem velocity instrument. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.